Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There is no evidence to suggest that a device malfunction or procedure caused the reported event. Clinical factors that may have contributed include the patient's previous medical history, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors, including anticoagulation issues that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Root cause for the bleeding can be attributed to the patient's fall. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that the patient experienced a fall on (B)(6) 2017 and noticed double vision afterward. Patient then presented to the emergency department (ed) on (B)(6) 2017 and had a computed tomography scan (CT) scan confirmed intracranial (subdural and intra parenchymal) bleeding and has a neurosurgery consulted. It was also stated that keppra was initiated and international normalized ratio (inr) reversal was advised for inr of 2.9 and CT scan repeated. It was further stated that the patient was stable. No additional information available.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the patient's gender. Age at event was corrected from (B)(6) to (B)(6). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported from the clinical study site that the patient was at an acute rehabilitation center but stopped eating regular meals and health was declining. Patient was discharged to home with hospice care on (B)(6) 2017. It was stated that the patient experienced several seizures on the evening of (B)(6) 2017 and was taken to local hospital and admitted. It was also stated that the family made the decision to withdraw the left ventricular assist device (lvad) therapy on (B)(6) 2017 and patient was stated to have died. It was stated that the complications were related to the blunt force head trauma, previously received on (B)(6) 2017. It was also stated that there would be no autopsy performed and that the device was cremated and therefore would not be returned to manufacturer. No additional information available. If information is provided in the future, a supplemental report will be issued.